Event description:
It was reported that a port plug and the extension were scarred in the scalp. The port plug was in the extension since the original Stage 2 for expected future second lead placement. During a surgical procedure, while uncovering the hardware, the port plug broke. At first, the lead would not fully insert into the extension, so suction was used to clear the extension, after which the lead was successfully inserted, and impedance testing showed all values within range. The contributing issue was thought to be that the port plug broke while being separated from the scarred scalp tissue. The issue was resolved at thetime of the report, and no additional information was available from the healthcare professional.

Manufacturer narrative:
Continuation of D10: Product ID B31061 Lot# 082U19824: Product Type ACCESSORY Section D information references the main component of the system. Other relevant device(s) are: Product Id: B31061, Serial/Lot #: (b)(6), UBD: 16-JUL-2026, UDI#: (b)(4) Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.